Event description:
In this event it was reported that a pair of palodent plus forceps broke at the joint. However, when received it was the tip that was broken. There was no report of injury.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. There is evidence the tip had been cracked for some time before failure. The fracture surface has areas of corrosion on the surface. The grain size appears larger than one would expect, possibly indicating incorrect heat treatment process. A scar has been issued to the original manufacturer to correct this issue.